Manufacturer narrative:
The patient was originally implanted with only cannulas including the affected arterial cannula (lot 00156523) on (B)(6) 2025. On the next day, the excor blood pump was placed on the patient. The event occurred on (B)(6) 2026, which is (99 days) after the cannula was placed on the patient who is being supported with an excor active driving unit. We have reviewed the device history record (DHR) of the cannula lot no. 00156523. This product was produced according to our specifications. According to the production record, a total of 5 cannulas with this lot no. Were produced. All cannulas with this lot no. Were distributed in the USA and four of them were implanted. There are no other complaints associated with either lot number. The affected cannula was not trimmed and remains on the patient. Therefore, the statement " a detailed investigation report will be provided as soon as it is available." From h10 has been deleted.

Manufacturer narrative:
The patient was originally implanted with only cannulas including the affected arterial cannula (lot 00156523) on (B)(6) 2025. On the next day, the excor blood pump was placed on the patient. The event occurred on 2026-01-24, which is (99 days) after the cannula was placed on the patient who is being supported with an excor active driving unit. We have reviewed the device history record (DHR) of the cannula lot no. 00156523. This product was produced according to our specifications. According to the production record, a total of 5 cannulas with this lot no. Were produced. All cannulas with this lot no. Were distributed in the USA and four of them were implanted. There are no other complaints associated with either lot number. A detailed investigation report will be provided as soon as it is available.

Event description:
The site contacted berlin heart inc. (Bhi) clinical affairs (ca) via email on 2026-01-26 to report that on (B)(6) 2026 an excor arterial cannula for small children (lot 00156523) was frayed near the connection area of the excor blood pump. The bhi ca contacted the site to recommend that the damaged portion of the affected cannula be trimmed off. The site was informed to keep the removed portion of the cannula to return to berlin heart for further investigation. The berlin excor blood pump functioned as intended, maintaining complete filling and ejection throughout. On 2026-02-10, bhi ca followed up with the site about the patient, wherein the site informed berlin heart that the surgeon decided not to trim the affected secton of the cannula, and that they placed a second cable tie on the cannula to reinforce the area. As a result, bhi ca instructed the site to monitor the patient for any further complications, and that they return the affected portion of the cannula when it is trimmed, or the patient reaches an outcome.